Event description:
Complainant alleged that during functional testing, the associated defibrillator did not display an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Internal inspection of the device found no discrepancies. The error log was cleared. The main board was replaced as a precaution. The device was recertified and returned to the customer. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. Analysis of reports of this type has not identified an increase in trend.